Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. The target lesion to be treated was located in the mid left anterior descending (lad). As the 2.75x28mm promus element stent was inspected prior to use the physician noted the stent appeared disrupted and there were raised stent struts. The device was replaced and the procedure was completed with another 2.75x28mm promus element stent. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. The target lesion to be treated was located in the mid left anterior descending (lad). As the 2.75x28mm promus element stent was inspected prior to use the physician noted the stent appeared disrupted and there were raised stent struts. The device was replaced and the procedure was completed with another 2.75x28mm promus element stent. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal and proximal stent damage. Strut rows at the distal and proximal ends of the stent were raised from the balloon and misaligned. The distal and proximal ends of the balloon appeared to be partially inflated. The tip section of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. Contrast media was present within the inflation lumen, therefore indicating that the device was prepped for use. A mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).